Manufacturer narrative:
(B)(4) date sent: 6/27/2016. Batch # (b)(4 additional information was requested and the following was obtained: did any pieces fall into the patient? No. If yes, were they retrieved? Na. Will all pieces be retuned with the device? Yes. If no, were they discarded? Na. The analysis results found that the sr75 reload was received with the swing tab broken, and left gripping surface damaged making the reload nonfunctional. It is possible that the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the nurse opened the package and found that one of the wings of the reload was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.